Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) of rebs2742 showed three other similar product complaint(s) from this lot number.

Event description:
It was reported that the catheter PICC was introduced due to sedation, antibiotics and medication. Accessed right jugular vein in single puncture and during introduction observed that it is already perforated/damaged.